Event description:
Surgeon reported approximately 1 week after surgery that patient sustained a thermal injury to her rectosigmoid junction during an endometrial ablation. This resulted in a low anterior resection with proctocolo anastomosis. Surgeon reports that before the energy was delivered during the ablation, the minerva device passed both pre-tests as it tries to detect any defects in the uterus. Afterward it is his normal procedure to visualize the ablated area with the camera, and in doing so, he discovered the minerva device penetrated through the patient's uterus and likely burned the patient's colon with delivery. Physician is unsure if this issue was a result of a device failure.